Manufacturer narrative:
The device was evaluated at ohc. Based on the information provided, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to a failure of the ccd unit. Olympus medical systems corp. (Omsc) checked the product shipment record and found no abnormalities on the device. Therefore, the failure of the ccd unit may have been caused by the deterioration of the material of the ccd sensor due to ultraviolet rays. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) and (B)(6) limited (ohc) and found that the endoscopic image was not displayed due to a failure of the imaging unit. There was no report of patient injury associated with the event.